Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Due to device failure the log could not be extracted therefore its review could not be performed. The device was received at infusystem and its repair was performed by their technical team. The device was constantly alarming with the triggering of technical error 98-004 which confirms the reported event. As per technical manual the cpu board was replaced and sent to brézins for further investigation. Upon visual check a damage on the u7 memory chip was observed and no further test could be performed. The reported event is confirmed and was due to a damaged cpu board following the hit or drop of the reported device. To our knowledge this complaint was not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Error 98 (watchdog issue) - when pump is plugged in, it beeps continuously with 4 red lights. When battery is removed, it beeps every 1-2 seconds with 2 flashing red lights. There is no way to plug the pump via partner or to turn it on.